Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), some adhesive material from the patient tracker remained on the patient rather than on the tracker. The patient's forehead was reported to be a bit red following the removal. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.